Event description:
The customer advised tubes underfilled. Several issues where the blood tube failed to vacuum the necessary blood volume to complete the laboratory test resulting in patient delays and redraws.

Manufacturer narrative:
(B)(4). Samples have been requested from the customer but have not yet been received at the time of this report. If and when customer samples are received, they will be evaluated as part of the complaint investigation. Upon completion of the complaint investigation, a supplemental report will be filed.

Manufacturer narrative:
Complaint: (B)(4). Received 1rk and 25 pcs of 454334/b25023ye for evaluation. Tubes were verified to be correctly assembled with no deviations observed. Both standards specify the draw volume to be within +/- 10% range of the nominal fill volume. No visual deviation in fill volume, sporadic low or high fill, could be observed in the tested samples. All tubes tested filled within the +/-10% tolerance range. The complaint could not be duplicated. Corrected data: h6: type of investigation, investigation findings, investigation conclusion; h11: manufacturer narrative.